Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure using a 8f amplatzer trevisio intravascular delivery system. The defect size was 13mm x 7mm on 3d transesophageal echocardiography (tee) and 16mm with sizing balloon under fluoroscopy and 18mm with sizing balloon under tee. The device was prepared according to the instructions of the use (IFU) but during deployment the left disc showed a cobra head deformity. The device was recaptured and deployed again but still had the cobra head shape. The device was then retrieved and physician deployed the device on table but couldn't reproduce the cobra head shape, the device looked normal but the two discs were flat. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 17mm amplatzer septal occluder was chosen and successfully deployed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that an 8f delivery system was used to deploy the device which may have contributed to the reported event. The recommended size delivery system for use with a 17 mm amplatzer septal occluder is an 70f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.